Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360) . As found condition: the apollo micro catheter was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened apollo inner pouch (b508383). Damage location details: no damages were found with the apollo catheter hub. The apollo catheter body was found ruptured at ~24.0cm from the catheter distal tip. The apollo catheter body was found stretched from ~7.0cm to ~3.5cm from the catheter distal tip. The apollo detachable tip was found intact. No damages were found with the apollo catheter distal tip. Testing/analysis: none .conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ and ¿catheter kink/damage¿ reports were confirmed as the apollo catheter was found ruptured and stretched. Possible causes of ¿catheter rupture¿ include injection of embolic material when the distal portion of the catheter is kinked, prolapsed, or occluded or injection against resistance causing over-pressurization. It is possible the damage found with the apollo catheter (stretching) contributed to the event. However, the cause for the rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an apollo catheter was found to have a leak in the middle section. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was normal. It was reported that damage to the apollo microcatheter was found prior to implantation. It was reported there was a catheter leak in the middle section of the catheter. The catheter was inspected or tested prior to use. The leak was observed during preparation. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a liquid embolic ev3.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the cause of the catheter leak was not determined. Heparinized saline was flushed in the catheter when the leak was found. Temporarily the only damage found was the catheter leak. The catheter did not have contact with the liquid embolism.